Manufacturer narrative:
The reported event of ineffective therapy was not confirmed. The lead was complete but cut. The lead was cut due to the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Continuity of the lead body segment was measured from end to end of each wire. No opens were observed in any of the lead segments.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective stimulation and pain at the ipg site. Surgical intervention was undertaken, and the system was explanted.